Manufacturer narrative:
Additional information provided in a1, a.2., a.3.a, b.3., b.5., b.6., b.7., d.1., ,d.4., d.6.a., d.10., h.11. A product was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and stated that, developed grade 1 posterior capsule opacification (pco) at 1 month that continued to worsen. Have noticed cartridge material adheres to posterior surface of lens requiring removal with irrigation and aspiration that can sometimes be difficult. Pco, floaters, with anterior chamber fibrosis and early contraction, vitreous syneresis, dense opaque anterior vitreous floaters were observed.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that following the intraocular lens implant procedure the patient experienced posterior capsule opacification (pco), anterior chamber flare, phimosis and undergone for yag capsulotomy. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.11. The product was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the reported events could not be determined. The company cartridge was not returned. A root cause cannot be determined without physical evaluation of the sample. With respect to the reported foreign material on the lens, although not necessarily related to the events reported, some key factors are identified below which can be potentially associated with lens or cartridge damage and debris. Temperature - the operating room should be between 18° c and 23° c and viscoelastic at room temperature (i.e., removed from refrigeration) for 30 to 40 minutes before use. Temperatures outside of the range can impact lens folding and advancement. Viscoelastic amount ¿ the instruction for use (IFU) provides instruction to completely fill the cartridge with ophthalmic viscosurgical device (ovd). An insufficient amount of viscoelastic can contribute to increased resistance during lens delivery which may result in damage and removal small amounts of coating from the inner cartridge lumen during delivery. Use of non-qualified products - please refer to the monarch product information guide for qualified combinations of company iol models and powers, cartridges, handpieces, and viscoelastics. Products have been designed for and tested using the specified combinations to maximize the likelihood of optimal delivery, and the use of non-qualified products may result in issues due to differing material properties. Lens loading - for optimal performance, ensure the cartridge is filled with qualified viscoelastic immediately before use, and the lens is loaded biased down with the plunger positioned in contact with the trailing optic edge according to the product instructions for use. Bent injector plunger - can come in contact with the inner lumen of the cartridge during lens advancement removing small amounts of coating (potential for intermittent occurrence based on use rotation). Regarding the findings of pco, aco, phimosis, and iol rotation off-axis with company lenses, an company director of global technical customer affairs consulted with the surgeon and provided information related to the reported events. Because these findings are related to clinical outcomes, review of complaints for the reported event types is the primary investigation focus to assess for potential concerns related to anterior/posterior capsule opacification, phimosis, and lens rotation. Information was also provided that because clinical outcomes are complex with numerous potentially associated clinical and surgical factors, additional information could be discussed with the account representative, including options such as a peer-to-peer communication service called expert opinion md, that company offers at no charge. Reports of these event types have remained low and stable, with intermittent reporting as expected, based on the potential multifactorial etiology. An additional global review was conducted to look at the reported incidence for each of the above outcomes over the past 3 years. All global complaints are evaluated monthly for adverse trending, and no adverse trends were identified for these events. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.